Manufacturer narrative:
Correction: h3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: b5, g3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, during procedure, the dissector was assembled successfully with a green light, confirming good status. Upon initial activation the dissector had switched off completely and was not introduced to the patient cavity. The dissector did not break. The same generator and battery were used on the second dissector and they worked perfectly. The dissector did not come into contact with any metal instruments. There was no patient injury. Medtronic's initial evaluation of the incident device found that the dissector had a fractured waveguide. The waveguide was not returned with the device. The device malfunctioned after assembly before it was introduced inside the patients cavity. The device was not introduced inside the patients cavity.

Manufacturer narrative:
H3. Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the dissector had a fractured waveguide. Functional testing found that the assembled device returned a green light and produced a welcome tone. The assembled device immediately alarmed when activated. The waveguide was inspected under magnification and the origin of the crack was identified. It was reported that the device did not activate during procedure. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue may occur from continued use after it may have come in contact with a metallic object. Use after damage can cause the cracked waveguide to break off. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: contact between the active blade and other metal objects (hemostats, clips, staples, retractors, etc.) May result in product damage, such as a broken blade. Pieces of a broken blade may fall into the surgical cavity causing unintended tissue damage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during procedure, the dissector was assembled successfully with a green light, confirming good status. Upon initial activation the dissector had switched off completely and was not introduced to the patient cavity. The dissector did not break. The same generator and battery were used on the second dissector and they worked perfectly. The dissector did not come into contact with any metal instruments. There was no patient injury. Medtronic's initial evaluation of the incident device found that the dissector had a fractured waveguide. The waveguide was not returned with the device.